Event description:
The advocate stated the customer received a blood glucose reading of 329mg/dl on the contour next link, retested on a different meter and the reading was 160mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.